Manufacturer narrative:
Manufacturing evaluation we received a complaint about a broken jaw of a clinching grasper. The instrument is available for investigation decontaminated. Furthermore a handle popo381r is available. Additionally, we received the following components decontaminated: 400450567 po381r handle with ratchet for 3.5mm instr. 400450568 pm986p insulated outer tube investigation due to the broken welding seam of the pin, the jaw of the instrument is detached, only one part has been provided. The insulation of the shaft is cut spirally. Vigilance investigator carried out the pictorial documentation visually and microscopically. The welding seam of the retaining pin is broken, since the retaining is bent up. The reason for this bend is most likely a levering during application. Batch history review a review of the device quality and manufacturing history records was not possible because the lot number is not known. Conclusion and root cause based on the information available as well as a result of our investigation the root cause of the failure is most probably related to an insufficient usage. Rationale the breakage of the welding seam was most likely caused by an overload situation, presumable leverage during application. Due to this breakage, the jaw parts detached from the instrument. Corrective action according to sop sa-de13-m-4-2-04-000-0 (corrective action & preventive action) a CAPA is not necessary.

Manufacturer narrative:
Manufacturing evaluation - product was not yet available for investigation (shipped to manufacturer). No pictures were available. Batch history review - a review of the device quality and manufacturing history records was not possible. Conclusion and root cause - without the product, an exact cause cannot be determined at this moment. Most likely the error is usage related. Rationale - according to the results from the complaint database, for laparoscopic babcock graspers, a material defect and production error can be most likely excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. For further investigation, the products are required for examination.

Manufacturer narrative:
D1, d2, d4: device common name, product code, product # g5: 510k. The product was received, and product information has been updated. This is a preliminary investigation. Manufacturing evaluation - product was not yet available for investigation at the time of this preliminary investigation. No pictures were available. Batch history review - a review of the device quality and manufacturing history records was not possible. Conclusion and root cause - without the product, an exact cause cannot be determined at this moment. Most likely the error is usage related. Rationale - according to the results from the complaint database, for laparoscopic babcock graspers, a material defect and production error can be most likely excluded. A usage related error cannot be excluded, e.g. Due to improper handling or an overload situation. For further investigation, the products are required for examination.

Manufacturer narrative:
Manufacturing evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
A report was received, medwatch (B)(4): it was reported that there was an intraoperative issue with a babcock. During a laparoscopic procedure in (B)(6) 2019, a babcock grasper was being used and the tip broke and fell into the patient. The part was retrieved and an x-ray confirmed that there were no retained pieces. An alternative device was readily available to complete the procedure. There was no harm to the patient and the patient's condition was noted as "stable" at the end of the surgery.